Event description:
Boston scientific received info that this ra lead dislodged one day post implant. The lead was attempted to be repositioned, but continue to dislodge during procedure. A new ra lead was implanted successfully. There were no adverse pt effects. The explanted lead will be returned for lab analysis. Once analysis is completed, this report will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.